Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The mother of the patient reported that during removal of the device on (B)(6) 2016, the small plastic cannula broke away from the infusion set and remained in the patient's skin. According to the mother of the patient, the patient's healthcare professional was contacted and it was observed that the site appeared healed; however, the cannula fragment remained palpable under the skin. The mother of the patient reported that on (B)(6) 2016, the patient underwent surgery to have the cannula fragment removed.